Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the gastrointestinal videoscope was connected to the console, the display screen showed a focus function malfunction. There were no reports of patient or user harm associated with this event.